Event description:
It has been reported to us that while using the diagnostic catheter, there was formation of thrombus. The physician inserted the diagnostic catheter into the patient for the procedure. At some point during the procedure, there was formation of thrombus in and around the catheter. The blood flow became delayed when the physician attempted to aspirate. The diagnostic catheter was removed from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. En engineering analysis of the subject device will be performed upon receipt. Device eval anticipated, but not yet begun.